Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on september 07, 2020. One decontaminated sample without the original package or lot number was received for the investigation. The sample was evaluated, and the reported issue was not confirmed; the hydromer was activated and the stylet was withdrawn without problem. During the investigation, a review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicates that this issue could occur due to inadequate use of the device if the instructions for use are not followed. A failure to activate the hydromer makes it difficult to remove the stylet from the feeding tube. Please refer to the IFU (instructions for use) for the proper procedure for insertion of the feeding tube and extraction of the stylet which states: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating". A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feeding tube was inserted in a patient and the stylet was unable to be removed whilst in situ. The tube was removed from patient then the stylet was able to be removed. The tube was then reinserted in the patient under endoscopic guidance.